Event description:
During a coronary artery drug eluting stenting procedure there was severe balloon withdrawal resistance. The lesion being treated in the index procedure was a 3.5mm, 90% stenosed, 25mm long portion of the distal circumflex (dist cx). The physician treated the lesion without predilatation and placement of a taxus liberte' 8.8% 3.00 x 28mm drug eluting stent. There was severe balloon withdrawal resistance. The physician used guidecath manipulation with resoluting without further treatment. There were no further complications. The pt was discharged on plavix and aspirin. This product is only ous approved but it is similar to a marketed us device.